Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room after receiving inappropriate therapy. Egms were reviewed and lead noise was noted. Therapies were turned off to prevent further inappropriate therapy until lead revision could be performed. The lead was capped and replaced on (B)(6) 2018. Patient did not suffer any further adverse consequences due to the inappropriate shocks. Patient was stable before, during, and after the procedure.